Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6947m lead implanted: 2013 (B)(6); 4398-88 lead implanted: 2013 (B)(6). (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device experienced a power on reset (por). The device was interrogated, and the reset cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) occurred (B)(6) 2014.